Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. A partial lead was returned in one piece for analysis. Final analysis found two outer insulation breaches distal to the connector boot.

Event description:
This report is to advise of an event observed during analysis.